Event description:
Healthcare professional reports a diagnosis of alcl and the death of this patient.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The events of lymphadenopathy and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "diffuse lymphadenopathy" and "left breast abscess."